Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.